Event description:
It was reported that the patient presented in the emergency department for an unrelated issue. Upon device interrogation, the right atrial lead exhibited loss of capture. Chest x-ray revealed the lead was dislodged. The patient was asymptomatic. The lead was explanted and replaced. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).